Event description:
Information was received from a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that the implantable neurostimulator (ins) was not working because she was having incontinence at night. She had good 90% improvement during the day when she first got it, which has ¿pretty much continued¿. Patient reported when she falls asleep is when it gets bad and she lose control and has incontinence. Patient reported lately she thinks the ins battery was low. She saw the ins battery was low on the screen. Patient services (pss) clarify if she was seeing the ins battery low in the middle of top row of the battery screen. Patient said she was not seeing the ins low on the screen. Patient kept describing some lines in a ¿light color¿ and boxes by the lightning bolt. Patient reported her eye sight wasn¿t good and she was using a magnifying glass. The patient reported the patient programmer (pp) screen looks like it is showing the internal battery and it¿s dark black and filled all the way. It was no ted patient was seeing the pp battery icon. Patient stated the healthcare provider (hcp) was telling her this was the ins battery level. Pss reviewed patient wouldn¿t see ins battery level unless the ins battery was low. Patient did not seem to understand this. Patient reported she has been in and out of the hospital due to heart problems and patient hasn¿t used pp in 6 months. Patient confirmed hospital visits were not related to the device. Patient reported stim was on and she had stim set on program 2 at 5.4. Patient reported hcp told her to leave stim on 3 or whatever and the patient did not need to go to as high as 5.5. Patient stated hcp told her to increase to where she was feeling stim and then back it down one. Patient reported she can barely feel stim and then later said she can feel stim ¿some¿. Patient indicated she leaved stim on all the time. It was noted that the light bolt went away during the call. It was reviewed that patient may have turned stim off on accident. Patient was able to turn stim back on. Patient would be contacting hcp. There were no further complications that have been reported as a result of this event.